Manufacturer narrative:
The scope has not returned to olympus for evaluation. The cause of the complaint cannot be confirmed. Despite followup attempts by phone and in writing, no further information is available regarding the scope malfunction, mechanism of air embolism injury by the scope device, or type of injury. It has not been confirmed that the event involved over-inflation by the scope. There is also no further information on the current status of the patient. As a preventive measure against device malfunction, the scope instructions manual states that the scope and accessories should be inspected prior to the procedure. The inspection includes a visual inspection of the air / water nozzle at the distal end of the scope and inspection of air/water and suction valves. The instructions manual warns, ¿confirm that the top hole of the air/water valve is not blocked¿if the hole is blocked, air is fed continuously and patient pain, bleeding, and/or perforation can result.¿ the pre-procedure inspection also includes functional verification of the air-feeding function. The instructions manual warns, "if the endoscope is used while air is continuously fed, over-insufflation and patient injury may result. If air bubbles are emitted from the air/water nozzle, remove and reattach the air/water valve correctly, or replace it with a new one. If this fails to stop air bubbles from being emitted, do not use the endoscope because there may be a malfunction.¿ and during a procedure, ¿do not inflate air or a nonflammable gas excessively into the patient. This could cause gas embolism.¿ the instructions manual also recommends ¿be sure to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction.¿

Event description:
2 of 2. Olympus was informed that during an ercp procedure, the patient had an air embolism injury and was currently in the intensive care unit with possible compromised anatomy.